Event description:
A malfunction was reported, and prior to the malfunction, no notable events occurred. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.